Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (auto off) issue. It was reported that the auto off feature occurred earlier than was set by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed an auto-off alarm after no button presses were recorded for 12 hours. The pump user settings were observed to have the auto-off feature set to 12 hours. During testing, the auto-off setting was set to one hour. After an hour, the pump emitted the appropriate auto-off alarm. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored. Additionally, the battery compartment was observed to be cracked.